Manufacturer narrative:
Device evaluation: the ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump failed the valve deactivation test. The product analysis confirmed the allegation of pump malfunction.

Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was tried but not used due to a malfunction. "Device labeling and size were correct, and there was no issue with the component." The surgery was completed using another ipp pump. Additional information received states that the malfunction was a "dimpled pump." There were no patient complications as a result of this event. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was tried but not used due to a malfunction. "Device labeling and size were correct, and there was no issue with the component." The surgery was completed using another ipp pump. Additional information received states that the malfunction was a "dimpled pump." There were no patient complications as a result of this event. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.